Event description:
The manufacturer received a report from a visiting nurse stating that the screen on a trilogy evo ventilator suddenly turned dark and returned to the normal state after a while. The device was reported to have remained operational while the display was dark. The sales representative visited the patient's home and replaced the device. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. During operational testing, the reported issue could not be duplicated. The display functioned normally, and all onscreen controls responded as intended. The device error log was downloaded and reviewed, and no errors indicative of a device malfunction were identified. Functional testing was completed, and the device passed all applicable tests. Although the reported issue could not be reproduced, it was concluded that a temporary display malfunction may have occurred, resulting in the reported screen blackout. As a corrective action, the display was replaced. The engineer performed final testing, including battery check, valve check, run-in testing, and cleaning. The device was confirmed to be operating properly.

Manufacturer narrative:
The reported failure of the screen turning dark and returning to the normal state after a while is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.